Event description:
The account alleged that the bed exit pt position module will not set. No pt impact.

Manufacturer narrative:
The technician found the bed exit pt position module functioned as designed, user error.